Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 that appeared on the homechoice (hc) display during dwell. Per the home patient (hp), she reprimed the hc unit after clearing the alarm, with her patient line open the whole time. The technical service representative (tsr) instructed the hp to stop therapy for the night and contact peritoneal dialysis (pd) nurse in the morning for instructions on continuing the therapy. The hp agreed to follow instructions given. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by (B)(4) to the nurse on (B)(6) 2010 regarding the disconnection, it was revealed that the hp reported the incident to the clinic. Per nurse, hp was started on prophylactic antibiotics, and further confirmed that hp did not have any injury or harm as a result of this incident. The nurse reported that hp was seen in the clinic on (B)(6) 2010, and was doing fine and continuing therapy without issues. Per nurse, bag had accidently fallen off the table and disconnected, and added that hp did not report any defects on the supplies. The nurse did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to unavailable sample. A sample evaluation was not performed due to an unavailable sample. A batch review was not performed due to unknown lot number. The cause is that the patient placed the solution bag on an unstable surface and the solution bag disconnected during therapy. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).